Event description:
In 2009, a patient/reporter alleged that he had been unable to test since 6:30a.m, of the previous day, when his onetouch ultra meter powered off during use. The patient's local pharmacy advised him to call lifescan's customer service for a new battery since they had none. The canadian customer care advocate, unable to resolve the issue since the patient had never changed the battery nor had one at the time of the call, arranged for the pharmacy to replaced the meter and test strips. The patient reportedly woke up at 6:30am, shaking, in 2009, the day he called customer service. The patient ate to relieve the symptom and then injected his standard 35 units novolin 30/70. The day the alleged issue began the pt reportedly "maintained what (he) would normally do" regarding his insulin regime and diet, take 35 units novolin 30/70 after breakfast and 30 units after supper but before bed. This senior medical surveillance specialist has clarified that the symptoms reported by the patient happened after the product issue, and not before the product issue, as stated earlier by customer service. Since the alleged issue, the patient's physician increased his morning insulin to 40 units and left the event dose at 30. Due to the patient's symptoms of shaking, that meets the criteria for serious injury and reportedly started after the alleged power issue, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.